Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, her lenses are cloudy and for the past year, she has been having blurry vision. The surgeries were done approx three years ago. No further info is expected. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/19/2009 and 10/22/2009 by phone, fax, and mail. The surgeon is unwilling to complete the questionnaire. No further info is expected.